Event description:
As reported by the user facility: doctor stuck self twice while trying to administer medication to a patient; "the doctor was recapping the needle, using the scoop method and the needle poked through the cap" - this occurred twice". Customer verbalized that "needle bends easily and they do not like the cloudy cap, would like it to be clear". MFR - 9610825-2014-00075.